Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be screwed onto the pump and the battery compartment was cracked. It was also alleged that there was no power to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2019 with the following findings: a review of the pump's black box showed no power issues. There was no data in the black box from the time of reported no power event due to continued pump use. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or damage were observed to the power circuit. The complaint of no power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.